Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no nonconformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "IV bag had more solution in it than there should be". They stated that approximately 2 hours into the infusion, the pump appeared to be under infusing because there was more solution in the bag than should have been left. She stated there was no other indication that the pump was malfunctioning. Mmdg followed up with the initial reporter and no adverse effects to the patient were reported, but no other information about the complaint was provided. [(B)(4)].